Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners noted. The device pump passed the functional testing including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The unit was monitored for two days with 4.0 u/h basal. The basal delivered properly and the device recorded properly in daily totals. No basal anomaly noted.

Event description:
It was reported the insulin pump has been failing intermittently and often fives basal dose half way through. It was also reported the customer has previously had problems with batteries not lasting very long and were given a new battery lid a week ago. Customer was hospitalized due to high blood glucose of 25mmol/l. Customer continuously has high blood glucose over 20mmol/l. Customer's current blood glucose was 11mmol/l. Has had issues with the insulin pump since (B)(6). No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.